Event description:
The procedure was thrombectomy with the trellis via contralateral boarding with a reinforced introducer. First the physician performed the procedure on the distal segment with thrombolytic infusion and operation of the catheter for 10 minutes; the second balloon was deflated for repositioning and the physician proceeded to treat the second segment. Four minutes after, the physician noted that the oscillation of the catheter had stopped. The physician tried to remove the oscillating guide of the catheter but this was not possible. He also observed that the proximal balloon at the oscillating unit was deflated. The physician performed the infusion of the contrast media and determined the device was broken. Due to the impossibility of removing the oscillating guide, the physician decided to deflate the distal balloon and recover the trellis catheter. Evaluation of the returned trellis device found that the proximal balloon was found to be ruptured. No injury to the patient was reported.

Manufacturer narrative:
A DHR review was performed on product code bvt812030, lot# 551595, which was manufactured in november 2012 and the expiration date is november 2014. This lot was 100% visually inspected with no defects detected.